Manufacturer narrative:
The video baton was returned to verathon for evaluation. The technical service representative confirmed when the video baton cable is manipulated, near the strain relief, the image disappears. Since there are no repairs available for the video baton and the customer received a replacement video baton the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image was "scrambled" and manipulating the video baton cable can sometimes produce a clear image. The customer tested the video baton on a known good video monitor, with the same results. A second avl system was used to complete the procedure, the second device was prepared and used in less than three (3) minutes. No harm to patient or user was reported.